Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease flat, broken shell and others, missing shell (0-25%), brown particles in the fill channel and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis were performed which identified: broken sharp on the radius. A dimension measurement of the shell was performed which identified the shell thickness was within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp broken on the radius due to surgical damage consist with the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.